Event description:
This event involved a patient that experienced a high power event approximately five and a half months post heartware lvad implantation. Approximately a month after implant, the patient¿s post-operative course had been complicated with limb ischemia which necessitated amputations and debridement of the right hand, the middle of the left hand and the front part of the left foot. The last amputation was the right lower leg ((B)(4) 2013). Approximately four months later the patient developed increased lvad (B)(4) power consumption and estimated flows. In addition, a change in the sound of the pump and a slight increase in the hemolysis markers were also reported. The patient was asymptomatic at this time. He was then transferred to a vad-implanting facility where a pump exchange was performed. The site has indicated that it will be retaining the pump in order to perform their own investigation. In addition, the physician has indicated that the event is related to low anticoagulation over a longer period and the patient did not take coumadin in (B)(6). As of the date of this report the patient is reported to be doing fine.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware as the site has indicated that it will be retaining the pump in order to perform its own investigation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported high power event was not confirmed as no controller log files were available. The event was reported to be related to the patient's low anticoagulation by the patient's treating physician. Based on the review of the information available, there is no evidence to suggest that a device malfunction led to the reported event. No additional information will be forthcoming.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation. Additional information will be submitted within thirty (30) days of receipt. Product not available for return.